Event description:
The complainant reported that a patient with cardiomyopathy was implanted with an impella 5.0 for mechanical circulatory support. While on support, purge pressure low alarms were observed. The patient was in a very bad condition and care was withdrawn. It was noted that the patient expired, and that the outcome was not related to the impella. However, there were no further details received regarding the patient's condition, type of death and cause of death. Given the limited information surrounding the details the patient's condition, and the cause of death, the impella cannot be excluded as a possible contributing factor.

Manufacturer narrative:
The investigation for the reported high purge pressure and placement signal issues has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.